Event description:
Emergency coronary artery bypass graft x 4 vessels for severe 2-vessel coronary artery disease, status post unsuccessful percutaneous coronary intervention with stent remaining in the body of the right coronary artery (99% stenosed). The stent had come off stent carrier balloon and was lodged in the proximal right coronary artery. The stent remains inside the patient.